Event description:
It was reported that the patient presented to the emergency room having received over forty defibrillation shocks. Device interrogation revealed a sudden increase in right ventricular pace/sense impedance, noise and oversensing. It was further reported there was an apparent lead fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).